Event description:
The customer reported that while the iabp was in use on a pt, an alarm "unable to calibrate iab optical sensor" was displayed; and the pressure monitoring didn't correspond to a normal pressure wave. The company representative was contacted and when the iabp was checked, the alarm had stopped and the pressure wave was normal. To verify that the event was resolved, the company representative calibrated the optical sensor and did not find any problems. The next day, the alarm "unable to calibrate iab optical sensor" was displayed again. The company representative advised the cus to replace the iabp. However, the alarm persisted even after the iabp was replaced. The therapy was completed with the second iabp. Refer to MDR 2249723-2014-01195 ((B)(4)) for the second pump. No pt injury was reported.

Manufacturer narrative:
The company representative evaluated the iabp and the event was not duplicated. (B)(4).